Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, noticed about five year ago, that one side was getting smaller than the other. The patient mentioned that the implants might be leaking. In addition, the patient suffered several unexplained systemic symptoms, including celiac, inflammation, stomach issues, in 2016 had blood cloth, portal vein thrombosis, ibs, food intolerance, large spleen, fluid in stomach abdomen (ascites), chronic fatigue, joint pain, brain fog, and difficulty concentration. The root cause of the patient¿s symptoms is unclear. The patient had mammogram takin on (B)(6) 2019 and have consulted with primary and gastro healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.